Manufacturer narrative:
Initial 3 of 4. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: (B)(4). Manufacturing site: (B)(4).

Event description:
It was reported that the patient had high bg due to blockage in tubing and treated with multiple daily injections on (B)(6) 2026.